Event description:
Gasping for air after a dance competition performance and during practices prior to incidents, severe chest pains, blacked out, tingling arms and legs and extremely lightheaded prior to fainting. FDA safety report ID # (B)(4).